Event description:
During evaluation of a returned homechoice device, signs of burnt components were found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. The interior enclosure of the heater and cover subassembly unit showed signs of overheated components. An overheated accomp board and black coloration on the tubing bottles and accomp shield were noted. Functional testing of the device was performed. The reported condition was verified. The assignable cause was determined to multiple overheated components. The exact component was unable to be determined due to the condition of the device, but the greatest damage was observed on the accomp board. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.